Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8330991. Customer states that the shield was difficult to remove and the needle hub separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8330991. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200792566] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 16oct2019, holdrege received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any damage to the core pins. (2) syringes with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and log book entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Event description:
Material no. 328291 batch no. 8330991. It was reported that during use of the bd syringe 0.3ml 8mm 90 bx 450 mo the shield was difficult to remove from three syringes and the needle hub separated from them. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Shield difficult to remove on 3 syringes the needle hub separated. Was not able to use syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328291 batch no. 8330991 it was reported that during use of the bd syringe 0.3ml 8mm 90 bx 450 mo the shield was difficult to remove from three syringes and the needle hub separated from them. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Shield difficult to remove on 3 syringes the needle hub separated. Was not able to use syringes.